Manufacturer narrative:
B3/d10 (event date): the event occurred on an unspecified date of november 2024, reported as "last couple nights this past week." D4: the lot number is unknown, therefore, only a primary di number could be provided. The devices were discarded and the lot numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) amia automated pd cycler sets leaked. This occurred after use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to b5: it was reported that an unspecified quantity [previously submitted as four (4)] of amia automated pd cycler sets leaked. This occurred when disconnecting after peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: based on additional information received and with further review of this report, the amia cassette was determined not to be a factor in the reported event. Should additional relevant information become available, a supplemental report will be submitted.